Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of open reduction and internal fixation (orif) in right femur due to non-union. The locking compression plates (lcp) curved condylar plate 12 holes had broken and several of the screws had loosened. All hardware were removed completely including 1 plate, 3 cables, and 9 screws with no difficulties. The right femur revision plating was performed along with bone grafting. There was unknown surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown cables (part# unknown, lot# unknown, quantity# 3).   This complaint involves two (2) devices.  This report is for one (1) 4.5mm lcp® curved condylar plate 12 holes/278mm-right. This report is 2 of 2 for (B)(4).